Event description:
Upon evaluation of the device by the evaluations group, it was determined that the device had signs of melting on pins 3 and 4. Product was returned by the customer for evaluation and replacement product was sent.